Event description:
The lay user/pt contacted lfs alleging that the one touch ultra meter would not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter for the pt to contact mss. The pt mentioned that the meter would not power on approximately 2 months ago. In 2009, at 2:05 pm, the pt felt tired and shaky. She took her set amount of lantus insulin (26 units). The pt did not seek any medical attention or contact her physician for assistance. The meter does not power on by pressing the power button. The pt was using the correct tests strips. The meter did not power on by inserting the test strips into the meter. The pt did not have replacement battery available to verify whether the power issue was resolved. The pt has not changed the battery per the owner's booklet. The meter was replaced. No further info was provided. It would have been helpful to know what the pt was doing in the past 2 months to test her blood glucose since her meter did not have any power, whether the pt continued to take her diabetes regimen on a regular basis, why the pt did not replace the battery and whether the pt attempted to test her blood glucose at the time of exhibiting symptoms. The complaint is being reported since the pt alleged having symptoms of feeling shaky which is suggestive symptoms of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.